Event description:
Per the clinic, on (B)(6) 2025; the patient experienced itching over microtia and on february 10, 2026; it was reported that itching of scar that leads to bleeding due to over scratching. On march 12, 2026; it was reported that there was drainage with wound breakdown resulting in the decision to discontinue use of the device. Subsequently, on the same day the patient was prescribed and treated with antibiotics (specific duration and type was not reported). On (B)(6) 2026; the incision continues to breakdown, itching and scratching that leads to wound dehiscence and extrusion of the implant. Eventually, the patient developed with an infection (site of infection not confirmed). Explant is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.